Event description:
According to the initial reporter, the pt expired during hospital treatment in 2008. Reportedly, the suspect medical device was in use at the time of death. According to the initial reporter, the suspect medical device was quarantined by order of the local authorities conducting the investigation. Cause of death is unknown. No further details have been provided at this time.

Manufacturer narrative:
Manufacturer completed the entire form. Customer has not yet returned the device to the manufacturer for device eval. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the eval.